Event description:
It was reported that there was one critical battery alarm and one power disconnect alarm logged on the battery. The battery was discarded and will not be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the battery was not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the controller log files revealed a power disconnect alarm logged on 22-feb-2022 at 23:21:36 involving the battery. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. Additionally, the controller log files revealed a critical battery alarm logged on (B)(6)b2022 at 01:47:25 involving the battery. The data point prior to the critical battery alarm revealed that the battery was at 25% relative state of charge (rsoc). During the critical battery alarm, the battery dropped from 25% rsoc to 0% rsoc. Given that the capacity suddenly depleted may be indicative of an estimation error. As a result, the reported event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; the most likely root cause of the reported critical battery alarm event can be attributed an estimation error, which resulted in the battery's capacity dropping below 10% rsoc, triggering a critical battery alarm. A possible root cause of the reported power disconnect alarm event can be attributed, but not limited, to a battery malfunction. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.